Event description:
The customer reported that the image was too dark on the monitors. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the fluoroscopy doses. The system operates as intended.